Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia cassette leaked at the connection of the supply line and supply bag. This occurred during an unknown process step of peritoneal dialysis therapy when the patient was connected. The caregiver stated the supplies were properly tightened before the start of therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.